Manufacturer narrative:
The manufacturer's field service engineer replaced the backup battery to address the reported issue. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's field service engineer (fse) reported a battery depleted reference failure. There was no patient involvement.